Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was analyzed; no anomalies were found. Blood present in/on the helix mechanism.

Event description:
It was reported that lead could not achieve a "clear egm signal" during implant. The lead was removed. No patient complications have been reported as a result of this event.